Event description:
The customer observed a large dry area of blue cleaner crystals inside and under the coulter lh 500 hematology analyzer along with a smaller moist area (1ml) inside the instrument when troubleshooting with the customer technical specialist (cts) for a compressor psi error. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer found cleanse leaking from a torn tubing going through pv 42. He replaced I- beam tubing in pv42. (B)(4).